Manufacturer narrative:
Continuation of d10: product ID 97745ac serial# unknown product type accessory product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient was very hard for agent to understand. Patient said they hadn't been able to charge the controller or get it to work since about a year after getting their implant or 3 months later. Agent asked, patient confirmed the green led on the ac power cord did not illuminate when plugged into ac power. Patient said they had a difficult time with the controller even when it had been charged where they couldn't properly control the stimulation; kept bouncing back and forth too high and too low, and their arm was jumping all over the place. Patient also said at some point the language changed to maybe spanish. Agent understood patient did not have help with understanding controller functionality. Agent reviewed a replacement ac power cord will be sent (request sent to repair) and patient should call back with to troubleshoot the controller with the new cord. Patient noted they could hardly walk without their stimulator, and they tried to call for assistance in the past but didn't know the number to call until they recently found it.

Event description:
Patient called back in stating they received their ac power supply replacement, but the controller is still not taking a charge, and there is a crack in the display screen. Patient stated they were told to call back for replacement controller if the controller still would not charge with replacement ac power supply from previous agent. A repair request was sent to replace the controller due to physical damages.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.